Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, only the distal portion of the lead was returned in one piece measuring 48.2 cm.. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the partial lead did not find any anomalies except procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant. During the procedure all right ventricular lead parameters were satisfactory. However, following the procedure an increase in capture threshold was observed, with no capture at high outputs. Chest x-ray and fluoroscopy were unremarkable. The physician elected to explant and replace the lead. The patient was stable.